Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially was implanted with a bifurcated stent and a suprarenal aortic extension. The 4 year post-operative CT showed aneurysm growth; the amount of growth was not reported. The physician elected to re-intervene, with a reline of the afx device with a bifurcated stent graft, a suprarenal, and bilateral ovation iliac extensions. During this secondary procedure, bilateral type ib endoleaks were identified, and no other endoleaks present. At the conclusion of the procedure, the endoleaks were resolved. The patient condition is reported as very well, and there have been no additional sequelae reported.